Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the enter button is unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and could not duplicate the reported issue. However, switch board and user interface board were replaced as recurrence preventive action. Confirmed that there was no abnormality in the navigation ring's behavior. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.